Event description:
It was reported that the drill unit broke when drilling the patella.

Manufacturer narrative:
The product was not returned for investigation as it was discarded after the procedure was completed. Therefore, the reported failure mode could not be confirmed. There are many possible root causes for distal drill tip breakage, however, a definitive root cause could not be determined. Further, the company representative did report that the patient had abnormally hard bone and is suspected to be the primary root cause. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.